Event description:
It was reported that the preloaded intraocular lens (iol) had numerous minute scratches on the inside of the haptics after implantation. The procedure was concluded with the iol remaining implanted because these scratches were not located on the optic. There was no harm to the patient and no additional information was received.

Manufacturer narrative:
Section a2, a4 and a5: unknown, as information was requested but not provided. Section d6b - explant date: not applicable, lens remains implanted, therefor not explanted. Section e1 - telephone number: (B)(6). Section h3 - other (81): the intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.